Manufacturer narrative:
The device has not been returned for physical eval. A plant investigation is in progress and a supplemental report will be submitted upon completion.

Event description:
The hemodialysis clinic mgr reported that the crit-line leaked near the end of the treatment, which was successfully completed using this same device. The leak was at the connection to the dialyzer, but the connection had not seemed cross-threaded or loose. Blood dripped down the dialyzer and the hansen connectors. The pt lost less than 10 ml of blood, was unharmed, and did not require any medical intervention. She left the unit alert and oriented, with stable vital signs. The complainant stated she thinks the cause of the event might be that the crit-line material became flexible once it warmed up from the pt's blood. Therefore, she now has the staff give another twist to tighten the connection about a half an hour into each treatment, and she has had no further incidents.